Event description:
The surgeon had a metal cutting but out and was trying to cut the plate. Patient status was good. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity # 6).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated event description. The complaint device was not received for investigation. The following investigation is based on the images provided ¿(B)(4) intake email received from sales consultant 19sep2019¿ customer quality investigation: one photo of 11 (eleven) explanted unk screws (part/lot unk) was received showing no identifiable defects or deformities on any of the screws. There is no visual evidence from the screws on the provided photo supporting the complaint condition of stripped screws. The complaint condition of stripped screws is unconfirmed. As the screws were not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the lot number could not be determined from the provided photo. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - screws: trauma /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of one (1) titanium distal femur plate and eleven (11) unknown screws due to thigh pain. During the removal of hardware due to thigh pain, the five (5) unknown screws had stripped. There was no surgical delay. All devices were successfully removed. Patient outcome was unknown. Concomitant devices: titanium distal femur liss plate (part # 422.348, lot # 4799099, quantity 1). Unk - cutting instruments: cmf (part # unknown, lot # unknown, quantity 1). This report is for one (1) unk - screws: trauma. This is report 5 of 5 for (B)(4). This report is linked to (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.